Event description:
It was reported the patient had no stimulation sensation. It was noted three weeks prior to call the patient lost stimulation sensation for about a week. It was reported stimulation came back spontaneously when the patient rubbed their back against a door and later put ice packs on the site and changed programs. It was noted the patient was using multiple programs around 10.15 to 10.5 v. It was reported the patient was reprogrammed to more reasonable voltages. It was noted all of the impedances were within normal limits and palpation did not impact therapy. It was reported the patient was getting effective stimulation at lower amplitudes and could not reproduce loss of stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).